Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14498.it was reported that an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the pacemaker exhibited premature discharge of battery and the right ventricular lead exhibited noise with noise reversion. No device intervention was performed. The patient was stable.